Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 15-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone), bupivacaine, and unknown morphine drug via an implantable pump. It was reported that the patient had inadequate pain relief following change to pump medications at last visit. Pump was refilled without bupivacaine and opioid was rotated to morphine from hydromorphone. The patient had no relief with ptm activations; the it rate was increased. The patient reported persistent pain with a short duration of relief following ptm activations. The it rate and blous dose were increased. During a pumprefill a reservoir volume discrepancy was noted: irv - 16.5 ml, aav - 27 ml. A cap dye study was ordered and the catheter was unable to be aspirated. A kink was noted.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6). Implanted: (B)(6) 2024: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2024 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2025 the catheter was surgically revised, manually releasing the kinks near the anchor, and the anchor and connector were replaced. The event was resolved without sequelae.